Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl to 500mg/dl and insulin pump had no delivery alarm. The customer stated that high blood glucose started to go down with infusion set and reservoir change and resolved the issue. The customer treated with bolus. The customer stated that the high blood glucose was due to a bent cannula. Troubleshooting was performed for bent cannula reported. Customer was advised proper insertion and site preparation techniques and to change infusion set. The customer declined further troubleshooting. The product will not be returned for analysis.